Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 460 mg/dl with polydipsia, nausea and vomiting associated with an alleged priming issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the pump was giving a loss of prime warning as the cartridge cap was loose and the pump is losing prime. The reporter did not have the pump at the time of the call to complete troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to issues with the pump. The pump could not be ruled out as a contributing factor.